Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date, it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date, it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient was admitted on (B)(6) 2014 with the admission diagnosis of gi bleed and renal failure and right lower extremity deep vein thrombosis. The following day the patient underwent greenfield filter placement procedure. The filter was successfully deployed, and the patient tolerated the procedure well. It was later observed on (B)(6) 2017 via an axial CT scan of the abdomen that was provided without contrast that the ivc filter was tilted. The infrarenal width of the proximal tip is slightly eccentric to the lest aspect of the ivc wall with possible mild extraluminal protrusion.